Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: 7078794 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: 7078796 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. The explanted devices were discarded by the medical facility and will not be returned.